Event description:
In this event it was reported that a protaper hand file separated; the separated piece was not retrieved and was incorporated into the fill.

Manufacturer narrative:
However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(4)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.